Event description:
Same case as MFR's 6000093-2004-00522. It was reported that 5 hours after a coronary drug eluting stenting treatment procedure, the pt developed severe chest pain and was found to have a subacute thrombosis of the stent. In 2004, the pt underwent thrombolytic therapy to treat an inferior wall myocardial infarction. Three days later, cardiac catheterization revealed diffuse disease throughout the rca; 50% ostial lesion, aneurysmal dilation of the vessel and a long 80% lesion. There was a 60-70% lesion at the origin of a large postero-lateral branch of the posterior descending artery. The physician initially treated the rca with angiojet catheter which appeared to cause a large dissection in the artery. They deployed a taxus express2 3.0 x 32 mm drug eluting stent in the mid-distal artery at 9 atms for 28 seconds and a taxus express2 3.5 x 16 mm drug eluting stent at 9 atms for 22 seconds in the proximal portion of the artery. An nc ranger 3.0 x 16 mm balloon was then used for several inflations were performed to postdilate the stent. Angioplasty was performed on the pda lesion. The pt received high-dose integrilin, heparin, plavix, and an aspirin during the procedure. There was significant improvement noted in the stenosis of the rca with no residual stenosis and excellent flow in the distal vessel. The pt had uncontrolled, significant oozing from the groin puncture site. The integrilin was discontinued and approximately 4 hours later the pt developed chest pain and s-t elevation of the inferior leads. The pt developed ventricular fibrillation requiring defibrillation and intubation. They were brought back to the cath lab where they were found to have a subacute thrombosis of the previously stented proximal rca at the level of the conus branch. Antegrade flow was noted, however, the vessel was full of thrombus. Intracoronary reopro was administered. The proximal rca was predilated with a maverick 3.0 x 15 mm balloon, then an angiojet catheter was advanced 4 times. The physician could not advance it into the distal segment above the bifurcation of the pda and postero-lateral branch. Improvement in the vessel was noted, however, there was no re-flow distally. They were given adenocard with improvement of distal vasculature. Residual thrombus was noted just above the acute cardiac angle, but excellent antegrade flow was noted. They received reopro for 10-12 hours. They returned to the cath lab the following day and intravascular ultrasound revealed widely patent stents, an ostial rca dissection and in situ thrombus in the distal vessel, possibly catheter induced from the prior procedure. They remained on reopro for an additional 18 hours and heparin for 48 hours. They had no further chest pain and no arrhythmias. They were maintained on aspirin and plavix. They were discharged home 3 days later.

Event description:
It was further reported that a taxus express2 3.5 x 16 mm drug eluting stent was deployed in 2004 to treat an intimal dissection with a significant flap in the ostium of the rca.